Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing impedance high out of range. Technical services (ts) was consulted and recommended further evaluation and performing x-rays. The device remains in service. No adverse patient effects were reported.